Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 465 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer felt fine and believes that the sensor from the insulin pump was giving the correct blood glucose levels. The customer reported that the blood glucose meter that the customer was currently using that was off. No additional information was provided.